Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing shell and patch (50-75%), and flat creases. A microscopic analysis was performed which identified: a striated broken on anterior, a striated opening on anterior, and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is a striated broken on anterior assessed as surgical damage, a striated opening on anterior assessed as surgical damage, nick striated on anterior assessed as surgical tool scratch like, and missing shell and patch assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted and replaced.